Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Customer states: the screen turned black, but the vent continued to operate. The only way to get the screen to come back was to let the batteries completely deplete because the touch screen was not accessible. Rt was then able to power the unit back on normally. Screen went black again after the unit ran for approximately 10 minutes. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. Customer states: the screen turned black, but the vent continued to operate. The only way to get the screen to come back was to let the batteries completely deplete because the touch screen was not accessible. Rt was then able to power the unit back on normally. Screen went black again after the unit ran for approximately 10 minutes. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint was not confirmed. However, it arrived with the o2 connector unscrewed. Replacement of valves or batteries is not necessary. It arrived with excessive dust and brown residue on its exterior. There was no reportable error codes noted in the event log. The device did not present a specific failure mode/failed components. Calibration was performed. The current firmware version: - 1.05.10.00. The following parts were replaced: machine flow sensor due to e-27, particulate filter and air inlet foam filter due to maintenance, blower bellows seal, blower mount, cooling fan assembly, muffler assembly, tubing-system pca, tubing-blower chassis, tubing-fio2 and tubing flow o2 due to contamination, trilogy evo filter cover due to a crack. The device passed all testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.